Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the device was sent to the supplier for evaluation. The repair report indicates: distal tip ¿ damaged, objective ¿ damaged, bent, cloudy/foggy, recessed, replace objective, replace objective window, polish distal fibers. The probable root cause for the reported failure is user mishandling resulting in the damaged and bent parts found during the investigation. The complaint device has been repaired, tested, and is now fully functional. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Corrected data: concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the arthroscope had black spots on the lens. The case was completed with this device with no patient harm or delay. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.